Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the device had a blank display. Customer's blood glucose was 400 mg/dl. Device alarmed battery out limit alarm after the batter was removed and replaced. Batteries were out of the device greater than the duration allowed by the device. Device had also alarmed failed battery test alarm. After troubleshooting, customer was advised the battery cap will be replaced. Customer will not be returning the device for analysis.